Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 550 ml. Flow rate: 10 ml/hr. Procedure: total kee replacement. Cathplace: femoral nerve. Bolus would not fill. After priming, the bolus would only fill half way in 1.5 hours. Pump was connected to patient, then disconnected. No adverse event occurred. Date of event: (B)(6) 2011.

Manufacturer narrative:
Method: received one full pump for evaluation and investigation. Results: visual inspection found crystallized medication in the reservoir and tubing. The select-a-flow (saf) was set to 10ml/hr. When the pinch clamp was opened, the pump did not infuse. The bolus button was depressed to fill the bolus. After 30 minutes, the bolus had not filled. The tubing was cut at the inlet and outlet of the bolus. The bolus was attached to an air source and placed in a heated chamber overnight. Afterward suction was applied to the outlet of the bolus. Removal of the solution contained in the bolus was successful. The solution removed was viscous in nature. The bolus was reattached to the pump. The bolus button was again depressed to fill the bolus. The bolus filled in the required time frame. Conclusions: the complaint of the bolus not working properly was confirmed. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release. A review of the lot history found no other confirmed reports for an occluded lvpca for this lot number. Although this failure mode was due to crystallization, this product is under recall.